Event description:
Last night, one of our pts with an ambulatory pump with continuous infusion of 2 chemo agents awoke to find himself and the bed soaked with chemo. When we inspected the bag and tubing the leak was discovered to be coming through the seam of the excel bag. When we inspected other bags of this lot number (jon480) that were received on 1/31/2011 from (B)(4), we found 3 add'l bags that would leak through the seams. Our best theory is that due to the cold weather and prolonged transit time (coming from (B)(4) rather than (B)(4)), some of the bags toward the outside of the box may have become frozen, causing the solution to expand and weaken the seams. A second possibility could be an original defect at the point of manufacture.